Manufacturer narrative:
Investigation summary: update 5/20/2020: one sample was received for evaluation. It came in an opened packaging blister. Visual inspection was performed. The scale printing is light black color. It also has double scale, one printed right next to the other one. It may have happened that the machine run low on ink and this barrel had a jam inducing the double scale printed. Update 5/21/2020: two photos were provided for evaluation. One photo shows the packaging blister top web, the other photo shows a syringe in the packaging blister, the barrel scale marking printing looks light black color. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9275529 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: a potential root-cause for scale marking issue can be attributed to syringes assembly line and printing process. It may have happened that the machine run low on ink and this barrel had a jam inducing the double scale printed. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd luer-lok¿ tip syringe's scale markings were "blurred" and illegible before use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "syringe markings are all blurred and unable to be read."